Event description:
It was reported that the patient with this left ventricular (lv) lead experienced phrenic nerve stimulation. Reprogramming was performed to 3 device 4.0 at 1.0 milli second. In addition, the patient experienced dizziness since then. Boston scientific technical services consultant (ts) assessment stated the possibility of the patient's symptoms were related to the decreased output if intermittently losing the lv capture. Lv threshold 3.1 volts at 1.5 milli seconds ad programmed 4.0 volts at 1.5 milli seconds. As of this time, this lv lead remains in service. No adverse patient effects were reported.